Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient was experiencing ineffective therapy and that their generator could not deliver the desired strength, thus auto-reducing. Upon further investigation system diagnostics recorded high impedances on the leads. Troubleshooting took place but was unsuccessful. Surgical intervention may take place at a future date to address the issue,